Event description:
Customer states that they are getting unexpected negative reactions with d-positive cells on panocell 10. A patient that received rh immune globulin in 2006, is testing positive with panoscreen I, ii, iii, lot 17166 and negative with panocell 10 lot 18176. Antibody identification testing was performed using tube testing. Antibody screen testing using a gel method resulted in a weak positive reaction with cell I and resulted in a 1+ reaction with cell ii. Repeat testing using the tube method gave negative results with cells I and iii and positive (+/-) results with cell ii.

Manufacturer narrative:
The presence of the d antigen was confirmed on retention panocell-10, lot 18176 and on retention panoscreen I, ii and iii, lot 17166. Retention products performed as expected. The customer sample was not submitted; the possibility of sample contamination can not be ruled out. Investigation is ongoing. Based on the customer's testing, the sample was weakly reactive for anti-d. The patient received rh immune globulin approximately 10 weeks before the sample was collected; it is not unexpected that the passively acquired anti-d in the patient's sample may not react with all d-positive cells. The package insert for panocell states: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the method employed". There was no transfusion of incompatible blood based on the results.